Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on automatically and wont switch off. There was no patient involved in this event.

Event description:
Device switching on automatically and wont switch off. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2010. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10-minute duration, due to a membrane failure. The multiple 10-minute timeouts in the history log and the faulty measurements identified during investigation would confirm a failure of the membrane. Furthermore, the fault was witnessed during investigation. The returned sam 300p is now outside of its warranty period and will be scrapped.